Event description:
The surgeon had been using the device for 3 to 5 minutes when it started to smoke. He removed the device from the patient's abdomen and it was still smoking after they had wiped it off.the device normally doesn't smoke and this particular device should not smoke when it is used.manufacturer will replace the product and send the malfunctioning device back to their lab for evaluation.